Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8785, lot# n501664, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone 6mg/ml at 0.2880 mg/day via an implantable pump. The indication for use was reported as non malignant pain and spinal pain. The patient reported inadequate pain relief. Diagnostic methods on (B)(6) 2015 were device interrogation. The actual residual of 18.5ml vs expected residual of 11.7ml. Intervention was reprogramming/refill/bolus, increased. On (B)(6) 2015 fluoroscopy was performed and results were pump check, catheter patent and no evidence of leak. On (B)(6) 2015 the patient reported pain coverage a bit better. Device interrogation revealed no discrepancy between expected and actual residual on(B)(6) 2015. The etiology was noted as medication type, intrathecal drug, hydromorphone possibly related; drug action; no change in drug, related to device or therapy possibly related and not related to implant procedure. The severity was noted as mild and the outcome was resolved without sequelae on (B)(6) 2015. On (B)(6) 2015 additional information was received. The patient had recurrence of numbness/tingling in bilateral lower extremities on examination on (B)(6) 2015. Per the patient which began after pump revision per patient. No action was taken and the event was ongoing.

Event description:
Additional information was received from a healthcare professional via a post-market clinical study on 14-jan-2016 and it was reported the there was only the one volume discrepancy on (B)(6) 2015. The cause for the reservoir volume discrepancy was unknown.

Event description:
Additional information received from an hcp via a clinical study reported that examination/palpation on (B)(6) 2015 found the patient was still having difficulty with numbness and tingling. Intervention included reprogramming/refill/bolus, specified as bupivacaine was added back into the pump on (B)(6) 2015. A reservoir discrepancy was again noted. It was unclear if this was a new occurrence of a volume discrepancy. Follow up was being done to obtain this information. If additional information is received, a follow-up report will be sent.